Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they planned to use an 8fr angio-seal to conduct femoral artery closure for patient after treatment with a 7fr sheath. Angio-graphic before closure confirmed the indications. When the insertion sheath of angio-seal got into the puncture site, obvious resistance was felt, and the insertion sheath could not be pushed ahead. After several attempts, the device it still could not get to the ideal closure site. They stopped the use and pulled out the device. The insertion sheath was found wrinkled. They changed to compression for hemostasis and no harm was found on the patient. The patient was in stable condition and was discharged following the event. Additional information was received on 28 nov 2019. The procedure was a radiography procedure.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 8fr angio-seal vip was returned for product evaluation. All accessory components were returned for analysis. Visual inspection revealed that the arteriotomy locator and sheath were properly mated upon receipt. The tip of the arteriotomy locator was inspected and no visual anomalies were noted. A portion of the sheath appeared folded in on itself at the blood inlet holes of the sheath. The tip of the hemostasis sheath was then inspected, and a slight deformation was observed. No other visual anomalies were noted. Dimensional testing was performed. The outer diameter of the hemostasis sheath was measured and found to be 0.128" and the outer diameter of the locator was found to be 0.0904". All measurements were within the manufacturer specifications. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the resistance felt by the user during insertion into the artery led to the sheath tip deformation. The presence of the fold in sheath material likely came from the application of excessive off-axis forces while the user attempted to insert the sheath/arteriotomy locator assembly. However, the exact cause of the reported event cannot be definitively determined based on the available information.